Event description:
Per the clinic, the patient underwent implantation on (B)(6) 2025. Following surgery, the patient developed a persistent post-surgical infection at the implant site in the area beneath the sound processor coil. The patient was hospitalized on three occasions and treated with intravenous anti-inflammatory treatments; however, the infection did not resolve. Subsequently, the implant was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.